Event description:
The surgeon performed scleral fixation and sutured the CT lucia 202 lens haptics in place. The haptics kinked, causing the lens to vault 90 degrees away from the intended plane. The surgeon removed the lens. No reported injury.

Manufacturer narrative:
It was stated by the customer that they are using scleral fixation (yamane technique) to implant the lenses. This technique induces a larger amount of force while trying to position the haptics in the scleral tunnel. Our lenses are intended to be implanted in the capsular bag. Thus, the lens was being used off-label. The device history records were reviewed and there were no non-conformities or deviations noted during the manufacturing of the lens that would have caused or contributed to the nature of this complaint. Additionally, our lenses are 100% inspected before they leave our manufacturing site. Therefore, we are confident that the lens was processed per standard operating procedures and inspections and have met all criteria for release.